Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the catheter for support was fractured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 84.4cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the catheter for support was fractured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient status was stable.